Event description:
It was reported by service report that the head end lift is not going down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable.